Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had one of the lines broken from the cassette which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing was separated from the cassette port.the separation would cause a leak.the reported condition was verified. The cause of the condition could not be determined; without the tubing, the sample analysis was unable to verify the solvent bond. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.